Manufacturer narrative:
The pump was received with normal operating currents. The pump also passed the unexpected restart, rewind, basic occlusion, displacement and self tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to test for excessive no delivery alarms due to the prime anomaly. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump keeps alarming no delivery despite changing the infusion set and reservoir multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined as the mother insisted that troubleshooting has already occurred and that the alarm was not resolved. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.